Manufacturer narrative:
(B)(4). The lot number is either sr14k24085 or sr14e17023. Lot sr14k24085 was manufactured on 11/24/2014 and lot sr14e17023 was manufactured on 05/17/2014. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A slit centering test was performed without noting any issues. The reported condition was not verified. Batch reviews for each potential lot were conducted and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution set had an off-center slit in its septum. This was found before use, so there was no patient involvement. No additional information is available.